Event description:
Employee was using needle/syringe assembly to perform an arterial puncture. Employee released the retractable syringe cover which launched forward after breading away from syringe. The employee was consequently stuck with unprotected needle.